Event description:
It was reported that the needles in a transurethral needle ablation system failed to retract. There was a manual breakdown of the handpiece and the needles were manually extracted. Treatment was resumed with a new handpiece.

Manufacturer narrative:
(B)(4).